Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had moisture damage on the electronics, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 163 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was dropped in water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.